Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Left pieces of cotton inside- vagina, foreign body in reproductive tract. Cotton loose, broken apart device breakage. Applicator holds onto tampon, nearly impossible to get it to let go, complication of device insertion. Consumer reported via e-mail that applicator holds onto tampon and that cotton is loosely packed and broken apart. No serious injury reported.